Event description:
Reporter alleged obtaining a discrepant blood glucose result of 152 mg/dl back to back with a result of 66 mg/dl on the aviva system when testing was performed less than 10 mins apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she self-treated with orange juice. No other actions were reportedly taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.